Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased prolactin results while using the architect prolactin assay. The customer provided the following data: sid (B)(6) patient (B)(6) 2019: 3.02 ng/ml, retest (B)(6) 2019: 11.48 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, design history record review, and a review of labeling. Return material was not available. An accuracy testing protocol was executed using lot 92392ui00; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. The design history record review did not identify any events or issues that would have impacted the performance of the lot in question. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency was not identified for the architect prolactin reagent list number 07k76, lot number 92392ui00.